Manufacturer narrative:
The pump alarmed rf pic failed self test during self test and lost sensor alarm due to a faulty y1/radio frequency board. The pump passed the displacement test, rewind test, basic occlusion test, prime/compromised force sensor system, excessive no delivery test, occlusion test, and unexpected restart error test. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with a cracked reservoir tube lip noted.

Event description:
The customer reported via phone call that he was having lost sensor issues. Troubleshooting was performed for the transmitter. Customer ran a self test on the pump and it alarmed a rf pic failed self test alarm. The occurrence of the alarm meant there was no connection being made. Customer also had 2 sensors that needed to be replaced. Customer was advised that replacements would be sent. Customer was advised to return the 2 old sensors.